Event description:
Complainant alleged that the ICU staff were pacing a pt (age and gender unknown) when they noticed smoke coming from the tip of the device by the recorder area, and the device was hot to the touch. The staff was able to obtain another monitor. There was no adverse effect on the pt.